Event description:
It was reported that during user of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) had a roller pump set as a "master" and another pump set as a "follower". When the master roller pump was turned off, both pumps shut down. Then the follower pump started up on its own. The ccp noted that when the roller pump was turned to 0 rpms, it would stop. However, after approximately thirty seconds the pump would begin a slow roll. The ccp had to shut down the roller pump completely to get it to stop. It was a slow roll so there were no issues. They were able to finish the case without any change out. After the case, the ccp found an error message: "connectivity issue in roller pump software". The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.